Manufacturer narrative:
Correction: incorrect device manufacture date. The device manufacture date was incorrectly documented. The device manufacture date has been updated from nov 19, 2012 to nov 29, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from united kingdom that at the end of an unspecified neuro surgical procedure, it was observed that the motor device made a high pitch sound and the hose "exploded" when the surgeon stepped on the foot pedal device. According to the report, the explosion resulted in the hose splitting just below the neck of the device. The reporter stated that the attachment device that was being used together with the motor device did not release as a result of the hose burst. Therefore, there was no allegation of malfunction against the attachment device. The reporter clarified that the handpiece device did not explode into pieces but only the hose split at the neck. It was further reported that the loud "bang" from the explosion caused one of the members of the staff to experience an inflammation of the right ear drum. As a result, the staff member was taken to "accident and emergency" to undergo observation but there was no treatment so far. It was reported that the explosion did not hit anybody present in the operating room; therefore, there was no tissue damage as a result of this event. There was a twenty minute delay in surgery. An identical spare device was available to complete the procedure. It was confirmed that the patient did not have any adverse consequences as a result of the explosion. Moreover, the patient did not receive higher dose of anesthesia nor encounter overbleeding as a result of the delay in surgery. The reporter indicated that the patient was fine; however, there were user injuries reported. The user outcome and the type of medical intervention provided were unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.